Event description:
The complaint is reported as: "line was inserted and secured to patient with sutures. As drape was being removed it tugged on the line. Instead of the line remaining secured to patient, it easily pulled out of sheath and out of patient. Sheath remained secured to patient. There was a delay in getting them their meds because they had to insert another cvc (the same cvc product number that was originally placed). The second attempt was successful." Additional information received to clarify by "sheath" the customer meant "whatever is used to secure the central line - the part that gets sutured to the patient (little blue thing)". No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "line was inserted and secured to patient with sutures. As drape was being removed it tugged on the line. Instead of the line remaining secured to patient, it easily pulled out of sheath and out of patient. Sheath remained secured to patient. There was a delay in getting them their meds because they had to insert another cvc (the same cvc product number that was originally placed). The second attempt was successful." Additional information received to clarify by "sheath" the customer meant "whatever is used to secure the central line - the part that gets sutured to the patient (little blue thing)". No patient harm reported. The patient's condition is reported as fine.